Event description:
Rep reported that the device was difficult to program. The setting was stuck between 30 when it needed to be programmed between 150-180. It was also noted that the device was able to program with the (B)(4) programmer, but not to the desired setting. Patient is being monitored. The device has not been explanted.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device still implanted.